Manufacturer narrative:
(B)(4). Evaluation results and conclusions: it was reported that the stent was damaged, most likely during its advancement through the guide catheter. Evaluation summary: the stent was positioned on the balloon as per specification. A competitor stent was positioned over the integrity stent. A number of struts on the first distal segment of the integrity stent were raised and entangled in the struts of the competitor stent. The proximal balloon pillow folds were disturbed and deformed. The distal tip was severely damaged.

Event description:
An attempt was made to deploy a 2.25 mm diameter x 12 mm length integrity rapid exchange (rx) coronary stent in the mid lad of a patient; however it was reported that difficulties were encountered when the integrity device was advanced through the guide catheter and upon removal the stent was noted to be damaged. No health hazard caused to the patient was reported. No other clinical sequelae were reported.